Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The patient was being monitored and was stable before, during and after the event.